Event description:
A hospital in (B) (6) reported via a fisher & paykel healthcare representative of an incident involving an mr290v autofeed humidification chamber ('the chamber') whereby the seal allegedly separated from the metal base by about half an inch following 3 weeks of use. The hospital further reported that at the time of the incident, the chamber was being used in conjunction with the sensormedics 3100b high frequency ventilator with the following settings: initial mean airway pressure: 44; amplitude: 120; frequency: 3; bias flow: 45-50. The hospital had reported that no pt injury occurred, but that the pt's mean airway pressure dropped from 40 to 14. No other consequence was reported and it was confirmed that subsequently, the pt was 'returned to normal ventilation'.

Manufacturer narrative:
(B) (4): the hospital was unable to specify the actual lot # in respect of the complaint mr290v chamber, but provided possible lot dates of 090820 and 090509 with corresponding device MFR dates of 08/20/2009 and 09/05/2009 respectively. Fisher & paykel healthcare ('fph') has been informed that in view of possible contamination risks associated with the complaint device, the chamber will not be returned to fph for inspection. To assist in our root cause analysis, fph has therefore, requested additional info in which to commence our investigation. We will submit our findings in a follow-up report following receipt of the info requested and completion of our analysis.